Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction. During subsequent testing, the device would not power up.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The main board was replaced. The device was recertified and returned to the customer. No trend is associated with reports of this type.